Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had stick buttons. The customer¿s blood glucose was unknown. The customer stated that their insulin pump had diminished battery life. The customer stated that reservoir had strong smell when priming reservoir seems to get half way through. The insulin pump will not be returned for analysis.